Event description:
Additional information from clinical events committee reported that approximately 14 months post index procedure the patient suffered a gi bleed. The patient underwent surgery for hernia. It was not assessed if the event was related to the study device.

Event description:
The patient had one endeavor sprint rx drug eluting stent implanted in the distal rca. Approximately 9 months from the index procedure, the patient presented to the ER with shortness of breath and was found to have congestive heart failure and having had a non stemi mi. The patient was treated with medication and a diagnostic angiogram and recovered with treatment. Investigator indicated that event was not related to study stent. Approximately 1 year and 2 months from the index, the patient had surgery for a small bowel obstruction and it was noticed that the patient had low hemoglobin and hematocrit levels in routine labs and was given a transfusion.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi and haemorrhage). (B)(4).